Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating tiny air bubbles in reservoir. Customer's blood glucose was 213 mg/dl. Troubleshooting was not performed as customer was changing reservoir while on the call. Customer will monitor reservoir and call back should issue persist.